Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis logs were reviewed but provided insufficient information to determine root cause of the reported behavior. The logs were reviewed, but provided no additional information about the cause of the reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated and the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility via a manufacturer representative (rep) regarding in a navigation system being used outside of a procedure. The caller indicated that they found the system unplugged with the power light still on. The user did a hard shutdown to complete the shutdown and then plugged it back in and powered it up. Upon bootup the system touchscreen went unresponsive while typing in the password. They shut the system down again and the issue was resolved. The manufacturer representative (rep) was unable to replicate the issue. There was no patient involved with this issue.